Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in poor condition. The evaluation was performed, and the reported issue was confirmed. Installed known good microswitch assembly. Performed checks with both disposables and tempcheck. In both instances the device did not alarm. This indicated that the device microswitch was faulty. Also, it was noted that there was a water leak from the tank reservoir due to worn out gasket. The root cause of the reported issue was due to normal wear of the device. No further actions were required.

Event description:
It was reported that a check disposable alarm was observed. No patient injury was reported.